Event description:
It was reported that the user experienced unusual high blood glucose levels and that there was a presence of air bubbles. The caller did not know the blood glucose reading. The user's mother stated that she had already requested assistance for the issue. She stated that the insulin may have been getting agitated when the user was running around. The caller was most concerned with the fact that she was unable to scroll past 100 units when she tried to change the maximum basal value to 120 units when the user had high blood glucose. She was assisted with adjusting the maximum basal rate and was able to successfully higher the setting as she wished. She declined further troubleshooting assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.